Event description:
Caller reported poor precision with inratio meter. Results as follows: on 3/11: nurse tested patient right hand inr 1.5, repeat on left hand 2.5. She did a self test: 1.1 on both her hands. On 3/15: nurse tested both hands on same patient. This time right hand is high approx 2.3 and left hand is low approx 1.5 (she couldn't remember exact number). Patient not on heparin, lmwh, antibiotics, steroid. Not anemic, on chemo or dialysis. No autoimmune disease.

Manufacturer narrative:
Investigation pending.